Manufacturer narrative:
The vitrectomy probe has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the vitrectomy probe did not cut well. They switched out the probe and completed the case as planned. There was a five min delay. No pt harm was reported.